Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, non sustained lead noise due to post-paced t-wave oversensing was observed via stored egm. Programming changes were made.